Manufacturer narrative:
1 x clso-sf-10-15 of unknown lot number was not available for return to cirl. This pr was opened for the difficult advancement of the clso-sf-10-15 stent and is related to pr301998 which was opened for the use of the sticking of the guiding catheter to the pushing catheter of the oa-10 introducer. It was noted that the oa-10 device and the clso-sf-10-15 stent used are compatible and their use in the hepatic duct is not considered off label as this is considered part of the biliary ductal system documents review including IFU review: prior to distribution all clso-sf-10-15 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the clso-sf-10-15 device could not be completed as the lot number is unknown. The instructions for use, (B)(4) which accompanies this device instructs the user to: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is evidence to suggest that the user did not follow the label as an incorrect wireguide was used. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide was used this may not have supplied sufficient support during advancement of the stent as evident by the resistance experienced when attempting to advance the introduction system and stent. It was noted that the pushing catheter become stuck to the guiding catheter when attempting to advance the stent which would have further contributed to difficulties experienced with stent advancement. It was noted that sphincterotomy was performed prior using the device which as per IFU is not a requirement. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customers tried to place our clso-sf-10-15 in right hepatic duct, compatible with oa-10. However, the guiding catheter was stuck in a pushing catheter while they tried to place the clso-sf-10-15 after disconnect luer lock fitting. This file was opened in relation to capture the difficult advancement of the clso-sf-10-15 stent no adverse effects to the patient currently reported.